Event description:
The customer reported that during a gastrectomy case, the device was not sealing, although the activation tone and the endtone (indicating a completed seal cycle) were heard. There was no harm to the patient, and another device was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.